Event description:
It was reported that while using bd max¿ system, bd max¿ instrument multiple false positives occured. The following information was provided by the initial reporter: "customer reports multiple false positive while using sn (B)(4). Hazard, injury or erroneous results? No."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1273) had "false positives". Customer reported that they are seeing suspected false positive results while running the gbs assay. Bd service specialists advised that the customer perform environmental monitoring and cleaning. Customer reports that after extended cleaning of the instrument and lab that the issue persists. A bd field service engineer (fse) was dispatched to the customer site to perform decontamination procedures on this instrument. This decontamination was verified to have resolved the issue through confirmation with the customer. This complaint is unconfirmed as it alludes to a contamination issue and no problem was identified with the functioning of the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1273 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1273 and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument multiple false positives occured. The following information was provided by the initial reporter: "customer reports multiple false positive while using sn (B)(6). Hazard, injury or erroneous results? No".